Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed but the reported failure(error c-30) could not be reproduced. The unit energized and cauterized and all ports recognized instruments. The unit has no significant scratches or dents. The front bezel is in decent condition. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, error c-30 occurred multiple times on vio dv integrated electro surgical unit (iesu) when monopolar energy was being fired. The customer received phone assistance from the technical support engineer (tse). The tse advised the customer to use an external esu to replace vio dv iesu. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer replaced vio dv iesu with ft10 as a solution. The procedure was completed robotically with the same da vinci system. The patient information was not provided.